Event description:
It was reported that 21 syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.

Manufacturer narrative:
H.6. Investigation: customer returned (21) 3/10cc, 8mm, 30g syringes in sealed poly bags from lot # 9210505. Customer states that when removing the shield, the needle with the shied was separated from the hub. All returned syringes were tested and no hub-needle assembly separates when the shield was removed. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to my complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 21 syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.